Manufacturer narrative:
Intuitive surgical inc. (Isi) received the endoscope controller (ec) for failure analysis investigation. The unit was analyzed and upon visual inspection, no issues were found that would be related to the reported failure. In artemis, the error 48406 illuminator watchdog timeout, reason: dcib metadata watchdog timeout. Camera sn: (B)(6), confirming the fault occurred in the field. 48406 errors were also noted in the logs. The unit was installed and tested into an in-house system where the component functioned as expected. This unit was installed into the test system and a running video test was conducted along with 10 power cycles. The system was left sitting idle for 1 hour. The system powered up with no errors and video in both eyes. The ec worked as normal and the reported errors could not be replicated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the endoscope controller (ec). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that a message stating no video signal appeared with repeated recoverable error 48406. The customer replaced the endoscope, but the issue was not resolved. The tse advised the customer to check endoscope controller (ec) connections. The surgeon elected to convert the procedure to laparoscopic surgery. There was no reported injury.